Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: during a colostomy by coelio, (device checked previously by the surgeon), the anastomosis was not stapled at all. However, staples were present on the intestine. They had to convert into an open surgery on the same day to do the anastomosis.